Event description:
Customer's mother reported receiving a motor error alarm on the insulin pump. Customer's mother stated that the motor error alarm occurred while changing the infusion set. Customer's blood glucose level was 196 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The device was received with minor scratched display window, cracked display window corners, and cracked battery tube threads.